Event description:
It was reported that during a procedure, the fan was not spinning, and an overheating error was displayed. Due to this, the procedure was not completed. There were no patient complications. This event has been reported with a procedure which anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that it was needed to replace the power plug and refill the water. The fse proceeded to perform the replacement of the console power plug and after refill the water, there were no further issues identified during service, and the console was confirmed to be fully functional. It is likely that the error message resulted from the malfunction found, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fan was not spinning, and an overheating error was displayed. Due to this, the procedure was not completed. There were no patient complications. This event has been reported with a procedure which anesthesia or sedation status is unknown.